Manufacturer narrative:
The sample was received in opened original packaging including cover foil. It shows surgery residuals. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The received forceps sample was visually inspected with the aid of a photomicroscope with various magnifications. It shows surgery residuals. After cleaning, it was found that the tube is loose which block the forceps from activating. The customer¿s complaint was confirmed. Root cause was unable to verify. The reason for the tube was loose and blocked the forceps from activating could not be determined. This device passed the 100% control and was conform when leaving the production. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been received at manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tip of the forceps was unable to be opened or closed during a vitrectomy procedure. The surgery was completed after replacing the product with another one. There was no patient harm.